Manufacturer narrative:
The driver without the tip was returned. A DHR review and hardness testing were done and all passed specifications. There was no injury to the patient or user.

Event description:
During an acdf spinal surgery the surgeon broke off a driver within the cervical screw head. The tip was left in the patient. The surgeon removed the piece of the driver that was sticking up from the screw head. There was a surgical delay of 45 minutes. There was no injury to the patient or user.